Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr stated the system was running on battery for less than one minutes before the isue. The fsr replaced the batteries with a set the customer had in their inventory.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead on the perfusion system. There was no patient involvement.